Event description:
It was reported to philips that the device has a discharge error during functional tests. There was no report of patient involvement.

Manufacturer narrative:
The field service engineer (fse) found the low discharge was caused by high voltage capacitor. The high voltage capacitor needs to be replaced. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.